Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx system on an unknown date. According to the complainant, the procedure was prolonged two hours longer. Post procedure, the patient experienced unknown complications. A scar tissue was also removed from the patient. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.